Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and metrorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, metrorrhagia and pelvic pain to be related to essure. The reporter commented: previously reported date of implant: (B)(6) 2009 patient received treatment for: pelvic pain, abdominal pain and metorhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. Date of explant updated. New events were added: abdominal pain and metorhagia (bleeding b/w periods). Outcome of the event pelvic pain and cramping was updated to not recovered from unknown. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant.). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.